Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the device had high impedances. No known environmental/external/patient factors were thought to have led or contributed to the issue. As troubleshooting, an impedance check was performed. The issue was not resolved at the time of the report. No surgical intervention was planned or occurred. The patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating no additional troubleshooting had been done. The cause of the issue was not determined and the high impedances had not been resolved.